Event description:
It was reported that several years post port device placement, the catheter of the device was allegedly found to be degrading. The device was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one m.r.I. Hard base port with a catheter segment was returned for evaluation. Gross visual. Microscopic visual and functional evaluation were performed on the returned device. The splits identified during sample evaluation were considered incidental since there is no relation with the reported event. Fibrosis was noted on the surface of the catheter segment. Upon wiping the catheter surface appeared glossy and rough. Therefore, the investigation unconfirmed for the reported corroded issue as no evidence of corrosion was noted on the catheter surface. However the investigation is confirmed for the identified pitted issue as dimples and granular areas were noted on the catheter surface after wiping the fibrosis residue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that several years post port device placement, the catheter of the device was allegedly found to be degrading. There was no reported patient injury.